Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead dislodged. A lead revision was attempted one day post implant but the lead was too short in length after surgical tunneling. The lead was re- moved and replaced.